Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently entered a bolus of 20 units instead of 2 units. The customer's blood glucose (bg) level was 95 mg/dl and the level was to be monitored. Food and juice would be consumed if necessary. The customer thought that the max bolus setting had been changed to 20 units during the last visit to the healthcare provider. The customer changed the max bolus setting on the pump to 10 units.